Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. No rewind anomaly noted. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.